Manufacturer narrative:
(B)(4). Batch # t5aw5p. Additional information requested but not received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with a gst45d cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device used for six firings lung and bronchus difficult case as bleeding. On 2nd to last firing device sounded strained - handed back to scrub nurse - jaws still closed. Wouldn't open - reverse knife button activated jaws opened - reloaded and fired on lung tissue. Knife blade did not return. Manual knife reverse used and jaws opened. Last firing of case - handed off for investigation. Case completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Nothing noted, stapled and cut fine. How was the bleeding controlled/managed? N/a. How much blood was lost (ml)? N/a. Did the patient require a transfusion? No. We have noted that patient is fine however was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing noted.